Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation product review of the mesher sn (B)(6) by zimmer-australia on 2 december 2019 revealed that the comb was damaged, bottom roller and gear worn, side plates worn; bolts, washers, nuts, carrier guide, and handle need to be replaced. Product repair: repair of the device was performed by zimmer-australia which included replacement of the following: comb, bottom roller and gear, side plates, shoulder bolts, washers, nuts, carrier guide, handle, additional repair included re-calibration. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported the blade of the mesher is catching the skin graft as it is being put through. Event occurred during surgery. No harm and no delay reported. No impact to graft. No adverse events were reported as a result of this malfunction.